Event description:
It was reported after opening three (3) bd veritor¿ system for rapid detection of sars-cov-2 & flu a+b boxes, the contents included strep a cartridges packaged inside foil wrappers labeled as sars-cov-2 & flu a+b devices. There were no health impact or consequences reported. Eua (B)(4). This is report 3 of 3.

Manufacturer narrative:
B3. Date of event is unknown. The date received by manufacturer has been used for this field. The information for the 510k is as follows: g4. PMA/510(k)#: eua (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.